Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Event description:
Related manufacturer reference number: 1627487-2020-00706, 1627487-2020-00707, 1627487-2020-00709. It was reported during lead replacement on (B)(6) 2020 for t12 lead (see manf ref number 1627487-2019-11723 and 1627487-2019-11724) the lead got entangled with two other leads and all needed to be replaced. Therapy was restored. Note: it is unknown which s1 lead was entangled, as such both leads are being reported.